Event description:
Per customer he was driving down road when front right wheel caved under chair per customer the chair is junk. He states that he has replaced the battery, 2 joysticks, tires, and bearings. Our records only indicate order (B)(4) from october for a joystick for the recall. The current issue has to do with his right front wheel. He was thrown out of the chair and bruising his ribs. He states that he has cerebral palsy. Advised mr. (B)(4) that I would call the provider. Mrs does not show any recent repairs. They are checking with another location and will call me back. (B)(4).